Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not accept a clamp; this condition had the potential to interrupt delivery. This condition was found upon power up in the general patient ward. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.